Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection. Loosening of the stem at the cement/implant interface with depuy cement used at the original time of implantation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of device history records for lot code 3530200 found no non conformances on this batch. Final micro and sterility tests passed. A complaint database search find no other reported incidents on the remaining product/lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.